Event description:
The patient had two leads from the same lot (for off-label use). It was reported, the patient was no longer receiving adequate coverage. Reprogramming to address the issue was unsuccessful. X-rays revealed lead migration. As a result, both leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.